Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not opening. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not opening. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) logged into the application and accessed the hardware test application (hta), but the drawer failed to open. Fse manually inspected and the drawer sensor and latch sensor were found to be non-functional. The pyxis was powered off, and drawer 1 was removed and replaced the latch sensor and put half height drawer back in. After reinstallation and reboot, the drawer still failed to open. The fse powered off pyxis again, removed drawer 1, and replaced the position sensor, which required removal of the top drawer due to the drawer being 1.2. After reassembly and reboot, the drawer opened successfully in hta. The pyxis was rebooted, the application recovered the failure, and the customer accessed medication from the drawer. The system functioned as intended after the field service engineer repaired the device.